Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of the unrecoverable alarm. The cycle is being returned for evaluation; however, it has not yet been received. Regardless, occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during multiple consecutive routine hemodialysis treatments, which could not be resolved. Rinseback was not completed for two of the treatments, resulting in a combined estimated blood loss of 380cc. No medical intervention was required as a result of the patient's blood loss.